Event description:
The micro sagittal saw was sent in for evaluation because it was running in safe mode during a procedure. No adverse event was reported. The procedure was completed with an alternate device without any clinically significant procedure delay.

Manufacturer narrative:
Corroded connector pins were identified as the probable cause of the device running on its own without activation. Damaged sockets can create high impedance at the connection between the console and the handpiece resulting in false operation signals to the console.